Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery, weak battery or low battery alarms noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer is calling back after receiving replacement cap. Customer used a new aaa alkaline battery. The customer stated failed battery alarm recurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer received multiple failed battery alarms, low battery and weak battery alarms. The customer declined to troubleshoot other battery alarms.